Event description:
The customer contact reported the pt received more medication than intended. At 0800, line a of the device was programmed to deliver an unspecified concentration of normal saline. Line b was programmed to deliver an unspecified concentration of integrilin, at a rate of 16.3 ml/hr, with a vtbi (volume to be infused) of 100 ml, for a duration of "5 - 6 hours," and the delivery was started. No further programming parameters were provided. At 0839, line b alarmed for proximal occlusion followed by an unspecified number of "no action" alarms. At 0918, it was reported the nurse cleared the programmed settings. Line a was reprogrammed to deliver integrilin, at a rate of 16.3 ml/hr, and the delivery was started. At 0938, it was reported the nurse went into the room and found that approx 20 ml remained in the integrilin container instead of the expected 75 ml. The nurse stopped the delivery and removed the device from clinical svc. There were no reported adverse pt effects. No medical interventions were required. At 1200, therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.